Event description:
It was reported the spectra penile prosthesis device was removed due to skin erosion on the side of the corona after being implanted for 3 months.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.